Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-08-04 regarding the patient. The hcp reported that the patient didn¿t notify them of any problems, so no action was taken. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had poor telemetry or no telemetry with recharging. The patient reported having poor communication. It was reported that the patient needed to contact their manufacturer's representative (rep) to help update their device. The patient attempted to charge but were seeing the poor communication screen. The patient hadn't charged since (B)(6), but knew the battery ran out. The patient hadn't charged as they were having a coupling issue around (B)(6) 2016. The patient stated that they had been having trouble and weren't getting all the coupling boxes and it took a long time to charge. The patient tried to sync with the programmer and saw a poor communication screen. The patient was forwarded to their healthcare provider (hcp) to address the likely overdischarge and charging issues. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they used a new charger but first she had to jumpstart the battery following instructions provided by a manufacturer¿s representative (rep) via text message as steps taken to resolve the inability to charge and communication issues. The patient reported that the issues were resolved. No further complications were reported.